Manufacturer narrative:
Per tandem's t:flex user guide: "only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked where the patient line connects at the cartridge. The customer's blood glucose (bg) level was in the 300 (mg/dl) range. The bg level was addressed by the cartridge being changed and a bolus via the pump being delivered.